Manufacturer narrative:
H3, h6: the real intelligence robotic drill rob10013, (B)(6) was used in surgery, was returned for evaluation. Nothing was visually identified that leads to the reported failure. A functional evaluation was performed, and the reported scenario was confirmed. A kpc test was performed where the drill was able but struggled to load the attachment. The drill passed the test but it was very noisy. The drill was disassembled for further investigation. On the nosepiece was one ball missing and marks were found on the locking collar. The exposure was tested and passed. The drill passed the hipot test. The motors were removed, and it was found that on all the internal parts were material ingress. The carriage was opened and it was discovered that the handpiece was full of liquid ingress. The carriage bearings were running very rough and were nearly stuck. The bearings were replaced with new bearings from stock and a kpc test was performed, where the drill passed all tests. A test case was performed and was completed without any failures occurring. The most likely cause of the reported issue is degradation of the bearings due to the liquid ingress. The liquid ingress observed may have entered through the nosepiece and carriage assembly due to the missing ball in the locking collar. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal reference number: (B)(4). H3, h6. This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori-assisted tka, when doing the femoral bone removal, the real intelligence robotic drill began to operate very noisy and to have vibrations. Furthermore, it had certain difficulty engaging the bur. Surgery was performed, without any delay, with a back-up device. No patient complications were reported.